Event description:
A report was received that the patients ipg was no longer charging effectively. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110 ,sn (B)(4). Device evaluation indicated that the device passed all the required tests and revealed normal device characteristics. The device was in hibernation, and it was fully recharged in one charging cycle. The battery depletion and quiescent current leakage rates were within the expected ranges when the device was turned off. However, the device was manufactured in 2007, and battery efficiency likely decreased over time.

Event description:
A report was received that the patients ipg was no longer charging effectively. The patient underwent an ipg replacement procedure and was doing well postoperatively.